Event description:
It was reported during an implant, the twist lock anchor fell apart and broke when the hcp was trying to close and tighten down on the lead. A new lead was used. No pt injury was reported.

Manufacturer narrative:
(B) (4): device analysis: result (other): anchor/tlock lot v142356022. The anchor separated because the driver was rotated in the wrong direction. There was a grove in the driver at the end of the track indicating that the driver was turned in the wrong direction. Subsequently, the retaining pin was pushed to the side allowing the separation. There was damage to the inside of the housing from the retaining pin being pushed to the side when the driver was turned in the wrong direction.